Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 0.5 mg/ml at unknown dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The company representative (rep) reported that a patient was in for refill today and physician decided to change concentration and do a "push pull" essentially bringing the old drug to the tip of the catheter and advancing eliminating the need for a bridge. Physician put new drug in pump and then was unable to aspirate old drug at the catheter access port (cap) so they had to bridge, however the concentration of old drug (25mg/ml) and new drug (0.5mg/ml) would not allow a bridge to be programmed at a safe dose. The physician opted to turn the patient's pump down to minimum rate and let the old drug clear that way before turning the patient's pump back up. Technical services calculated old drug would be out conservatively after 62 days. Catheter volume was 0.172ml.

Manufacturer narrative:
Continuation of d10: product ID: 8711, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 10-aug-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the cause of unable to aspirate was unknown. The issue was not resolved but the hcp planning to explant and replaced the catheter. Furthermore, the surgery date was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.